Manufacturer narrative:
An event of a hematoma reported during a 3 month follow up. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported hematoma could not be determined. An unexpected medical intervention was a result of case-specific circumstances, as medication was administered post-procedure. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that in (B)(6) 2025 an amplatzer amulet device was implanted in the patient. At the three-month follow-up, the patient¿s condition was assessed and found to be stable. On november 11, the patient presented to the clinic with complaints of feeling unwell. A computed tomography (CT) scan was performed, and an intracardiac hematoma was identified. Following this confirmation, administration of eliquis was discontinued. Surgical removal of the hematoma is currently under consideration. The patient is reported to be stable.